Event description:
Attending physician used the neff set for a ptc, during the procedure the plastic hub & black catheter became detached from each other. The physician could not retrieve the catheter from the patient (even following incision & blunt dissection) he still had the wire in place and was able to push the detached neff catheter into the duodenum, where it would be less damaging than leaving in the bile duct. There is, however, still a potential risk of perforation or bowel obstruction. Neff catheter left in the duodenum.

Manufacturer narrative:
(B)(4) - device portion remains in patient and this is not labeled. The device separated and is not labeled. Event evaluation: still under investigation.